Event description:
It was reported that during preparation of a delivery device for a water vapor therapy procedure, there was a priming sequence error message stating there was a bubble in the steam line. The line was checked for kinks and trapped bubbles, but none were found. The delivery device passed the first prime sequence but failed on the second prime. The delivery device was replaced and successfully primed on the first attempt. The procedure was completed with minor complications due to bleeding. The patient was taking plavix and aspirin to prolog time following a previous cystoscopy, and the water vapor therapy treatment caused increased bleeding, difficult visualization and insertion of the delivery device resulting in a false passage. The bleeding was coagulated using bipolar transurethral resection of the prostate. The middle lobe was resected to remove catheter insertion obstruction due to false passage. The procedure was successfully completed and the patient is expected to fully recover.